Manufacturer narrative:
(B)(4). Pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error 25 alarm. Detailed trace analysis confirmed alarm 25 was triggered when the backup battery unloaded voltage (unloaded vlith) was less that 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. Pump error 63 alarm (variable info=3) confirmed in the pump history and during self test due to cold solder joint on u1 keypad assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, faded serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power error detected alarm. The customer¿s blood glucose level was unknown at the time incident. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.